Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided, a cause for the reported difficult or delayed positioning with the anatomy and single gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip became caught on patients anatomy, troubleshooting was performed successfully and the clip was removed from the patient. There was no tissue damage identified. Upon successful placement and gripper orientation it was identified during independent gripper actuation that the anterior leaflet gripper was not fully descending or raising. Troubleshooting was preformed per IFU by unlocking and pulling back the lock lever, but was unsuccessful. The clip was removed from the patient and two additional mitraclips were successfully implanted before the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.